Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. Customer's blood glucose was 108 mg/dl. Ultimately, the pump displayed the accurate history. Reportedly, the customer continued using the pump for insulin therapy.